Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injection with half a syringe of juvéderm® voluma¿ with lidocaine in the lips. The next day, patient experienced ¿discoloration that started on half of the upper lip." The following morning, "patient reported the discoloration is now up to the nose." Patient was treated with nitro-paste, hyaluronidase, warm compresses, and aspirin the day symptoms appeared. The following day an additional hyaluronidase treatment was provided. Symptoms resolved the next day. Medical assessment determined the event described represents a vascular occlusion.